Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: minor cuts/tears are detected through the sewing fabric, are most likely due to suture holes. Light reddish brown stains are detected on the sewing cloth. No other inconsistencies detected.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/26/2009 (through follow-up with the health-care provider), the cause of explant was not provided, but is was noted that ring was explanted and a valve was implanted, which suggests that device was explanted due to unsuccessful ring repair.

Event description:
On (B)(6) 2009, a competitor manufacturer reported that the patient's grandmother reported the patient received an occlusion alarm on the insulin infusion device (competitor product). The patient disconnected and rebooted the device and the alarm cleared but reappeared when the patient primed. The patient's blood glucose reading was 145 mg/dl. The grandmother stated she thought the infusion set needle might be bent. No name of patient or any other information was disclosed. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair.